Event description:
Per the patient, as of the date of this report, he did not have concerns with his device or therapy.

Event description:
It was reported that, on the day prior to this report, the patient went in for a refill and everything was fine. The patient used his personal therapy manager (ptm) that afternoon, evening and the following morning at 6-7am. The patient tried using it again at 2pm on the report date but ¿it wouldn¿t allow it¿ and said that he had to wait 15 hours. At the time of this report, it was saying 12 hours and 3 minutes. The patient¿s ptm lockouts were programmed to 4x/day, 1x/240 minutes, and 4x/24 hours. The patient¿s next refill date was (B)(6) 2015. It was noted that, normally, the patient was locked out for 1 hour after a pump refill and update however, at the recent refill, he was not. They normally put the clinician programmer over his pump after the refill but did not that time. The patient got called and had to go back into the office for that to be done. The patient planned to wait the 12 hours to see if the ptm would work then. The cause of the event, patient symptoms, treatment/interventions, diagnostics/troubleshooting, final patient outcome, and drug information were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j0056593r, implanted: (B)(6) 2000, product type catheter. Product ID 8832, serial# (B)(6), product type programmer, patient. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type accessory. Product ID 8840, product type programmer, physician. (B)(4).